Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan USA alleging that the control solution results were below the expected control solution range. The result obtained on the subject meter was "32mg/dl", however, no test strip lot info was obtained, so the control solution range is not known. There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.